Event description:
The patient's mother said that the pump lost power. She confirmed that when the battery cap was re-tightened she reinserted a battery and the pump boots up without problem. She said, the battery cap was tight the first time the pump lost power. The battery cap was only four months old. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Visual inspection revealed no damage to the battery compartment or cap. The battery cap fastened securely and the pump powered on normally with no alarms. The complaint could not be duplicated on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.